Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated ca19-9 and toxo igg results on the architect i1000sr analyzer. The following ca19-9 data was provided: sid (B)(6) initial 121.02, repeats 5.15, 4.35, 5.09. The following toxo igg results were provided sid (B)(6) initial 3.4 iu/ml, sid 11361693 initial 6.7 iu/ml. No repeat results for toxo igg were reported. There was no impact to patient management reported.

Manufacturer narrative:
The conclusion code was corrected to (B)(4). The device evaluation was reassessed and concluded that a malfunction of the probe occurred, therefore, the device was not performing as intended, however, no systemic issue or product deficiency was identified.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved through standard troubleshooting procedures and replacement of the probe. Based on all available information and abbott diagnostics' complaint investigation, the analyzer performed as intended and no product deficiency was identified.